Manufacturer narrative:
(B)(4). The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that the patient with this pacemaker was feeling sluggish, and it was found that the device could not be interrogated. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could not be interrogated. The device case was removed to facilitate inspection of the internal components and further testing. The battery was noted to be swollen. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in the swollen battery, and in the inability to interrogate the device. Patient code 3191 is being used to capture the additional intervention performed. The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that the patient with this pacemaker was feeling sluggish, and it was found that the device could not be interrogated. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.